Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The patient has since recovered from the infection. No intervention or other patient symptoms were reported at this time.